Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment for the peritonitis with intraperitoneal vancomycin and amikacin which was completed in 14 days (doses and frequencies were not reported). No further detail was provided regarding whether the patient was hospitalized for the event or if pd therapy was ongoing at the time of the event. It was not reported if the patient recovered from this event. No additional information is available.